Event description:
Patient reported that he has insulin moisture in the cartridge compartment. Customer attributes the leak to the cartridge and its leaking from the plunger. Customer advised the amount of insulin is small and he will be able to dry it out. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).